Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported to manufacturer that the hand held could not be charged completely, and that the battery was completely depleted after five minutes of usage when unplugged from the wall outlet. The hand held has been returned to manufacturer and analysis underway.